Event description:
During an endoscopic dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that the] dilation balloon became stuck and unable to be pulled out of working channel. The endoscopist directed the nurse to cut the balloon off at the distal end of the scope to be able to pull out the device through the working channel. There was no reportable information at this time. Per customer on (B)(6) 2023- "I [customer] have the part of the ¿blue¿ catheter found in the scope here in my office [part of catheter detached-subject of report]." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. In the report it does not state if negative pressure and lubrication were applied to the balloon prior to advancing down the endoscope accessory channel. The IFU states: "to facilitate passage through the endoscope, apply negative pressure to the device." "Apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." "Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.